Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 012) issue. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/07/2017 with the following findings: the black box and alarm history showed consecutive ¿cs052/cs054/cs012¿ call service alarms. The battery compartment and the returned battery cap were undamaged and the battery cap was able to fit securely to the pump. During the investigation, the pump powered on properly with no alarms and it successfully completed the rewind, load and prime steps with no alarms. The pump was exercised for 24 hours with no call service alarms occurring therefore the ¿call service alarm¿ issue was not duplicated. The pump¿s cover was removed and there were no intermittent conditions found to the printed circuit board or to the continuous glucose monitoring module. (B)(4).